Event description:
A falsely depressed sodium (na) result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a higher result was obtained. The higher result was confirmed on a redrawn sample. Patient treatment was altered (potassium administered) on the basis of depressed potassium results on the same electrolyte test sample. There was no report of adverse health consequences as a result of the falsely depressed sodium result or treatment.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.